Event description:
It was reported that the patient experienced lightheadedness and shortness of breath. Loss of capture was seen on a holter monitor. It was noted this was due to the device feature that monitors the pacing amplitude threshold and adjusts lead output running. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. It was further reported that the reprogramming had been performed, and the device feature was was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with capture management. Continuation of d10: 419488 lead implanted: (B)(6) 2017; 8637-20 neuro pump implanted: (B)(6) 2023; 8780 catheter implanted: (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.